Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a cranial resection procedure. It was reported that during registration, the 3d model disappeared. The screen then went black. It was noted that the system was rebooted and functioned as intended. There was less than an hour delay to the procedure and no impact to the patient¿s outcome.

Event description:
Additional information was received from the manufacturer representative. It was reported that the issue was not with the hardware, but rather with the software.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: sw kit 9735737 stealth s8 cranial, serial/lot #: version: 2.1.0, h3: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. H6: codes d14, b01, c19 apply to the system (product ID: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Codes d02, b01, c10 apply to the software (product ID: sw kit 9735737 stealth s8 cranial, serial/lot: version: 2.1.0). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.